Event description:
Additional information received reported the device was ¿turned off sometime this year and they could not get it to work where it would not cause the patient pain.¿ the patient stated that she ¿wanted to be proactive and wanted to take devices out now while she was still healthy enough to do surgery.¿

Event description:
It was reported that the patient experience an overstimulation sensation from their implantable neurostimulator (ins). The ins was shut off approximately two months ago because it was "more hurtful than helpful" due the patient's previous hcp increasing the patient's medication in their drug pump by 50%. The patient's current hcp decreased the medication back to normal levels and attempted to turn the ins back on, but the patient still had pain from the ins, so it was turned off. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) had been permanently turned off because it would cause pain when on. The patient's disease condition had affected her nervous system and impacted how her body perceived pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model: 3998, lot#: lb5664, implanted: (B)(6) 2003, explanted: na.: extension, model: 748940, serial#:(B)(4), implanted: (B)(6) 2003, explanted: na. Extension: model: 748940, serial#: (B)(4), implanted: (B)(6) 2003, explanted: na. Pocket adaptor: model: 74002, lot#: n247754, implanted: (B)(6) 2010, explanted: na. Programmer: model: 37743, serial#: (B)(4). (B)(4).